Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for 5 samples from the same patient tested for the elecsys calcitonin immunoassay (calc) on a cobas e 411 immunoassay analyzer (e411). All erroneous results were reported outside of the laboratory to a clinician. The results were said to be discrepant to the clinical condition of the patient and findings on imaging. On (B)(6) 2017, the patient had a calc result of 22400 pg/ml. On (B)(6) 2017, the patient had a calc result of 22810 pg/ml. On (B)(6) 2017, the patient had a calc result of 43226 pg/ml. On (B)(6) 2017, the patient had a calc result of 34040 pg/ml. On (B)(6) 2017, the patient had a calc result of 33653 pg/ml. Imaging of the patient showed no increase in tumoral mass. The patient was not adversely affected. The e411 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
It was stated on (B)(6) 2017 that the condition of the patient has stabilized and the calc concentration has also stabilized.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. No samples from the patient were available for investigation.